Event description:
The ge oec 2800 fluoroscopy sys image blanking out.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-flashed the nodes to restore imaging functions. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.